Event description:
It was reported that during an unknown procedure, the device didn't work correctly and locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by device locked during surgery? Follow up received from affiliate/sales rep: I didn¿t mention it locked, but that it didn¿t work properly. Don¿t have more details would shears not close? Sales rep: not informed would shears not open? Sales rep: not informed did cautery not work? Sales rep: not informed, but I understood it wasn¿t so efficient also, what is meant by device did not work correctly? Sales rep: apparently, device didn¿t cauterize and cut tissue as doctor expected.

Manufacturer narrative:
(B)(4). The analysis results confirmed that one 5dcs instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any cutting issues. Upon functional testing of the device, it cut the test media as intended. In addition, a continuity test was performed and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.